Manufacturer narrative:
(B)(4). Date sent 2/4/2025 additional information was requested, and the following was obtained: what accessory was used? What software version is used? What was the length of the cable? Response: no further information available.

Manufacturer narrative:
(B)(4). Date sent: 2/21/2025. Investigation summary per service manual operational and diagnostic analysis did not confirm the reported bipolar auto mode was constantly activating. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an unknown procedure when using bipolar auto mode, the generator is activating constantly. Happened first in ot and then re-created post op no patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2025. Investigation summary : service center unable to replicate issue experienced. However during final test before returning to customer, service center has detected defects. - unit failed footswitch supply check. Multimeter reading only at 11.98 vdc - unit was then checked for differences in output between handswitch and footswitch activation. It was found that in bipolar mode, handswitch activation is weaker than footswitch activation. The weaker output is not within specified ranges. Customer is quoted backplane pcb replacement. Customer has rejected quote.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.